Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic liver resection procedure, the jaws locked and would not open. It is unknown if the device was locked on tissue or not. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # r93z50. The device was received with the jaws stuck closed and with dried tissue within the jaws. The device was forced open to test the device. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). Once the dried tissue was removed, no anomalies were observed with the opening and closing of the device and there were no anomalies noted with the functionality of the device. The batch history record was reviewed, and no defects, nc¿s, or protocols related to the complaint, were found during the manufacturing process.